Event description:
This is a follow up report related to the same MDR event already included in the following report number submitted to the FDA: 3007797756-2023-00220. This report covers the additional device used in this case. Patient selected for valve therapy after pft, symptoms, perfusion scan and intra op balloon occlusion determined her to meet all criteria. Procedure performed on (B)(6)2023 with 3 valves in rul. After procedure- no pneumothorax and complete atelectasis of the rul just as planned. Patient refused to exercise, let nurses move her and preferred to be bed bound in hospital. Therefore - she became nasal cannula dependent from basilar atelectasis and mucus impactions. Patient did not want to participate in airway clearance. Finally, she started telling team that her daughter forced her to have the valves and that she did not want the valves. The physician notes that this was not his experience in pre - procedure interviews and detailed prolonged work up. The patient claimed that she was more short of breath after procedure and she wanted valves out. This was during the time she was refusing all pt/ot and other therapies. Per the patient's wishes the valves were removed (B)(6) 2023 (I only know that the valves were removed 2 weeks after placement but the doctor did not provide the exact date) and she went to hospice where she passed away (B)(6) 2023 (again, the only info I was given was she died 2 weeks after the valves were removed while in hospice). We are unable to get the physician's perspective on the relationship of the death to the valves, but given the valves had been removed, the death is not likely to be related to the valves, but rather the poor conditioning of the patient.

Manufacturer narrative:
This is a follow up report related to the same MDR event already included in the following report number submitted to the FDA: 3007797756-2023-00220. This report covers the additional device used in this case.